Manufacturer narrative:
The hill-rom field service technician evaluated the bed and it was found to be functioning as designed. The user facility made hill-rom aware on (B)(4) 2017 of the results of the county medical examiner report which listed the cause of death as asphyxiation related to entrapment. The user facility maintains that the patient was not 'stuck', but found with her head face down on the mattress next to the assist bar, which is an aid used to get out of bed.

Event description:
Hill-rom received a report from a user facility stating, "a patient was found dead, face down with their body on the floor and their head resting against the assist bar and mattress and did not appear to be stuck." This report was filed in our complaint handling system as complaint (B)(4).